Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received motor error and button error alarms on the insulin pump. The customer did not recall any significant events leading up to the alarms. The insulin pump was not exposed to a strong magnetic field. The customer's blood glucose level was 132 mg/dl. The customer was advised to revert to a back-up treatment plan. Nothing further was reported.